Event description:
It was reported that the ilet touchscreen did not respond to touch input, and troubleshooting including cleaning, stylus attempt, wake-button hold, charger-assisted wake, and a forced restart did not restore function, leading to device replacement. Symptoms included prolonged hyperglycemia with a reported peak glucose of 300 and elevated levels for approximately four hours, without ketone testing or backup therapy. Outcomes included transient clinically significant hyperglycemia without medical intervention or hospitalization. Investigation included customer technical assessment and guided troubleshooting to recalibrate the capacitive touch sensor and restart the device. Investigation of this device revealed device was placed on a charge pad where it powered on and booted. The screen was legible; however, the touchscreen was unresponsive due to the damage cracked screen.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.